Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and embedded device ('essure coils were embedded in her uterus') in an adult female patient who had essure (batch no. B46834-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included umbilical hernia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (salpingectomy and fimbriectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, embedded device, pelvic discomfort, menorrhagia, abdominal pain, fatigue and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, embedded device, fatigue, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Lot number reported (b46834) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'), embedded device ('essure coils were embedded in her uterus') and pregnancy with contraceptive device ('pregnant') in an adult female patient who had essure (batch no. B46834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included umbilical hernia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (salpingectomy and fimbriectomy). On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, embedded device, pelvic discomfort, menorrhagia, abdominal pain, fatigue and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, embedded device, fatigue, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 10-mar-2021: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 13-jun-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Plaintiff was on her 30's. The post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, chronic fatigue, and excessive hair loss. She had never experienced any of these conditions prior to essure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve them. In (B)(6) 2015, she discovered she was pregnant and subsequently gave birth to a child on (B)(6) 2015. On (B)(6) 2015, plaintiff's physician surgically removed her fallopian tubes. After surgery, plaintiff's physician advised her that her essure coils had migrated out of her fallopian tubes and could not be found. Consequently, in (B)(6) 2015, plaintiff sought further treatment to determine the location of her essure coils and underwent diagnostic imagining, which revealed that essure coils were embedded in her uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation ((B)(4)) received on 23-jun-2016: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. She got pregnant and gave birth to a child (pregnancy outcome was not reported). About 4 years and 3 months after essure insertion, she underwent a surgery in order to remove her fallopian tubes but her essure coils had migrated out of her fallopian tubes and could not be found. About 4 years and 4 months after insertion, she underwent diagnostic imagining, which revealed that essure coils were embedded in her uterus. These events are serious and listed according to the reference safety information for essure. In this case, it was reported that she never experienced this event prior to essure insertion and the event increasingly severe pain / chronic pelvic pain occurred post-procedure period of essure insertion. The exact date and mechanism of device embedded were not known. She got pregnant about 3 years and 7 months after insertion. Considering their nature and compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.